Event description:
It was reported that an ilet charger was not charging the device, and the user had attempted to charge it throughout the day without success; during a call with support, the device began charging, and the user was advised to remove the case and try a different outlet. Symptoms included no clinical effects. Outcomes included no impact on health or need for medical intervention. Investigation included troubleshooting and education with recommendations to adjust charging conditions. Investigation of this case revealed that the device functioned after basic troubleshooting, which is consistent with user technique or environmental factors affecting charging, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user technique or external factors interfering with charging.

Manufacturer narrative:
Initial.